Manufacturer narrative:
Visual examination of the device revealed that the internal bolster was found to be separated from the device and the bolster was not returned. Remnants of the bolster remain on the end of the tubing and the distal end presented no tearing. There were no defects found in the internal bolster that might have contributed to the failure. Additionally, the feeding tube was found cut and folded over its proximal end at 15cm from distal end approximately (probably cut by the customer with an unknown instrument). The complaint was consistent with the reported incident that the bolster detached/separated. The bolster failure appeared to have occurred while undergoing shear force during removal from the patient. Bolster detachment during removal most likely occurred because the user applied excess force to the device during removal causing the bond between the tubing and bolster fail. Moreover, heavy residues were present on the device indicating use and handling. Since it is most likely that due to anatomical and/or procedural factors encountered during the procedure, performance was limited. Therefore, the most probable cause of this complaint is operational context.

Event description:
It was reported to boston scientific corporation that an endovive securi-t percutaneous replacement gastrostomy tube was used during gastrostomy replacement procedure performed on (B)(6) 2017. According to the complainant, on (B)(6) 2017, a replacement procedure was performed. During the procedure, when the placed device was pulled out, the internal bolster detached inside the patient's stomach. Reportedly, since the endoscope camera could not be inserted into the patient, the internal bolster is currently inside the patient's stomach. The procedure was completed with the securi-t percutaneous replacement gastrostomy tube. There were no patient complications reported as a result of this event.

Manufacturer narrative:
The complainant was unable to provide the suspect device lot number; therefore, the lot expiration and device manufacture dates are unknown. However, the complainant stated that the device was used prior to the expiration date. The device has been received for analysis. Upon completion of the failure analysis of the complaint device, if there is any further relevant information from that review, a supplemental medwatch will be filed.

Event description:
It was reported to boston scientific corporation that an endovive¿ securi-t percutaneous replacement gastrostomy tube was used during gastrostomy replacement procedure performed on (B)(6) 2017. According to the complainant, on (B)(6) 2017, a replacement procedure was performed. During the procedure, when the placed device was pulled out, the internal bolster detached inside the patient's stomach. Reportedly, since the endoscope camera could not be inserted into the patient, the internal bolster is currently inside the patient's stomach. The procedure was completed with the securi-t percutaneous replacement gastrostomy tube. There were no patient complications reported as a result of this event.